Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, the patient was implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. During this procedure an endoleak was observed on the post-angiogram. The endoleak was noted to be a possible 3b endoleak (indeterminate endoleak) of the bifurcated stent graft. No additional treatment was performed and the patient is being monitored. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a 3b endoleak. This 3b endoleak is most likely user related as a non- endologix stent graft was implanted prior to the deployment of the bifurcated stent graft. This is an off- label procedure. The patient is currently being monitored. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.